Event description:
During the fistulogram procedure, the balloon busted circumferentially and sheared off in the pt. The physician made an unsuccessful attempt to remove the balloon by using forceps. The balloon is still in the pt's arm. A central line for dialysis was put in the pt and they are going to leave the balloon in for now. At this time, the pt's outcome is unk as not provided by reporter.

Manufacturer narrative:
(B)(4). Device pieces being left in the pt is not labeled in the IFU. (B)(4). Ruptures are labeled in the IFU. No product or images were returned to assist in the investigation. Per (B)(4) balloon burst, compliance, and fatigue verification testing has been completed. The rbp of 15 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. (B)(4). Each device is leak tested and the balloon bonds are examined. Each device is shipped with instruction for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." A root cause cannot be determined at this time based on the info provided. A review of the device history record was unremarkable. The inflation pressures at rupture were not reported. It is possible that pt anatomy or user technique contributed to the event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk analysis (qera) and the risk associated with the failure mode will remain at an acceptable level. Risk mitigation is not required at this time.